Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke during continuous suturing. The product was used on vaginal cuff. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via "what tissue was being approximated/ sutured?" Vaginal stump. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/03/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one needle suture in two section of product code sxpp1b406 were returned for evaluation. Visual inspection was conducted on the returned device. Upon visual inspection to the returned sample, marks were observed on the body needle and the end of the suture was observed cut appears to a surgical instrument. The other section of the suture was examined, and one end of the suture does match with the needle-suture piece. In addition, body fluids were noted along of suture pieces. The product code sxpp1b406 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown. Trade name irgacare. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g /m.